Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. Only the ipg and the extensions were explanted. A culture was not taken. The patient was prescribed oral antibiotics. The physician believes the patient was allergic to the metal component in the device.